Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that the system is changing settings on its own during the priming of the cassette. The setting of the infusion suddenly changed to 23 gauge (g), the customer uses 25g products. The system gives an error message regarding the infusion. This also occurs when priming a new cassette. The settings were changed manually to complete the case. There was no patient involvement. This is the second of three reports being filed for this facility. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported ¿infusion system message code displayed¿ was confirmed. The probe gauge selection was switched, which prompted the code to appear. There was no information concerning the system meeting specification, however. The system was manufactured on january 5, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. No further information was able to be obtained from this customer. The lot complaint history and manufacturing record were not reviewed since the lot number of the product in use when settings on console changed were not given. There was no sample was received. Therefore, no visual inspection or functional testing could be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).